Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2005, and repliform and obtryx were implanted; and on (B)(6) 2010, mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, vaginal prolapse, failed previous surgical repair and mesh was implanted. It was reported that the patient had a concurrent procedure of a anterior colporrhaphy with grafting, posterior colporrhaphy, cystoscopy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, recurrence, dyspareunia and emotional/psychological injury. It was reported that the patient underwent revision on (B)(6) 2010 due to recurrence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.